Event description:
(B)(4).

Manufacturer narrative:
MFR's answer to user facility report no. (B)(4): the logbook and the exchanged components were investigated. Based on the reported behavior and the investigation it could be confirmed that the device has performed warm starts due to the missing communication of the printed circuit boards front panel and cpu to restore the database. The internal monitoring of the evita 2 dura monitors all hardware or software actions. If it detects a deviation, the device posts an alarm and performs a warm start to solve the situation. This was not successful in this case due to missing internal bus communication, so the device performed several warm starts. If a warm start is not successful and the boot sequence was disturbed the device stays in a state of continues trials of rebooting. Alarms are given continuously during this state, spontaneous breathing is possible. The evita 2 dura has reacted on a failure as specified. The replacement of the printed circuit boards has solved the problem. The failure rate of both the printed circuit boards is non conspicuous. The case was assessed to be non reportable in accordance to 21 cfr, part 803.